Manufacturer narrative:
E1: patient city:(B)(4). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. On 28-jun-2024, it was reported that the patient faced infusion set tubing detachment at the right abdomen on lower back. The infusion set was in use for 1 day. The patient reports that there was not stress or pull on the tubing. No further information available.